Manufacturer narrative:
E: phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The device also displayed error code 41100 during testing, so the mainboard was replaced as a corrective action. The dso seal was replaced to fix the degradation issue.

Event description:
The device was returned due to a power/static issue and an update needed. The results of the investigation found that the device's downstream occlusion (dso) seal was degraded. There was no patient involvement.